Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ degenerative mitral regurgitation (mr), mitral ring and enlarged atrium for a mitraclip procedure. During the procedure, imaging was challenging. A mitraclip was successfully implanted at anterior and posterior leaflet 1(a1p1). Second mitraclip was implanted at anterior and posterior leaflet 2(a2p2). Second mitraclip had single leaflet device attachment(slda) from the posterior leaflet. A third mitraclip was implanted medial to slda clip. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) could not be conclusively determined. The reported visualization challenge appears to be related to imaging equipment. The reported serious unexpected medical intervention was a result of case-specific circumstances as additional clip was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.